Event description:
It was reported that a patient underwent a sling procedure in /2007. Four days later, the patient experienced a yellow, foul smelling vaginal discharge and pruritus accompanied by fever. The physician provided medical intervention. The symptoms were resolved seven days later.

Manufacturer narrative:
Date sent to the FDA: 12/20/2007. Conclusions - no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.